Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced pain at the ipg site and stop charging the device after a fall. Surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient is scheduled for surgical intervention due to an unknown reason.